Event description:
It was reported that the pt underwent an MRI about one week ago. From then on the pt has no longer been able to hear with her device. The pt reports a swooshing noise. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.